Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received an open book image on the screen. The customer also experienced high blood glucose level of 25 mmol/l. She was treated with insulin pen. The customer stated that she got a message to change the battery and then when she did, the insulin pump started alarming with a red x. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.